Event description:
It was reported that the micro reciprocating saw heated up during a procedure. A back-up device was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion. The presence of widespread corrosion is likely to cause or contribute to the handpiece heating up.